Event description:
The event involved a plum 360¿ infusion pump where the customer reported that they observed fluid leakage in the battery compartment of the pump. There was no patient involvement and no delay in therapy.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The device was not returned for evaluation, but was evaluated and repaired in the field. The investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery advanced storage module (asm) battery door and battery door pad were found to have damage from fluid leakage. The battery asm, battery door and battery door pad were replaced. Subsequently the device passed all production validation testing (pvt) testing. Probable cause battery incorrectly installed in the wrong orientation. Corrective actions in process.